Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿small and a hemostatic valve separation and irrigation inadequate sheath issues occurred. It was reported that the dilator would not pass through the valve. It was replaced and the case continued. There was no patient consequence reported. With the information available, the event was assessed as not MDR reportable for an obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Additional information was received on the event on (B)(6) 2022. The resistance occurred when they were putting the dilator into the sheath. There was no exterior damage noted but inside the valve there seemed to be a white substance. The sheath would not irrigate and it looked blocked at the valve. The dilator was not still able to be moved through the sheath as it would stop at the valve. The dilator was not stuck in the sheath. For a test, they loaded the dilator into the sheath from the tip of the sheath (the wrong end of the sheath) and they were able to pass the dilator all the way through the sheath and through the valve. After doing this, the dilator would then pass into the sheath normally. They still did not use it on the patient because of the defect (and now the sheath was no longer sterile). Additional information was received on 16-jun-2022. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. There was no blood - sheath never went in the body. Additional information was received on 23-jun-2022. It was unknown if the "white substance" was a part of the sheath device or if it was foreign material, it appeared to be a foreign substance, but they could not say for certain. No picture available. It is not believed that the hemostatic valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The additional issues provided on (B)(6) 2022 and clarified on 23-jun-2022 were assessed as MDR reportable for a hemostatic valve separation and irrigation inadequate. The ra awareness date was updated from (B)(6) 2022 to (B)(6) 2022.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The investigation was completed on 25-may-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 00001834 number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).